Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: femoral stem: collarless porous stem, bi-metric 8 mm x 120 mm, lateralized offset. Ref# 192508. Lot# 293500; 139256 789420 m2a magnum tpr adpr ti dia42-5 0/0mmt1. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Patient reported that they underwent a right total hip arthroplasty procedure. Subsequently, patient further reports allegations of pain. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in medical records reported right hip revision approximately 6 years post- implantation due to pain, metal on metal complications and elevated metal ion levels. During the procedure, black grayish fibrinous synovial was noted. Acetabular cup and modular head were removed and replaced and a poly liner was implanted.